Manufacturer narrative:
Block b3: the date of the event was approximated to 10/1/2025 based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an unknown procedure at an unknown location.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a procedure performed on an unknown date. The anatomy location is unknown. During the procedure, the clip misfired. There were no patient complications reported as a result of this event.